Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie would not open. A technical support specialist pressed the retry button on screen to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had a cubie would not open. The customer stated that the cubie closed without counting and would not open when they tired to issue medication out. There were no adverse events or injuries reported based on this event.